Manufacturer narrative:
Correction made to d4: catalogue #: mrm4431p (previously submitted as mrm4469mp) correction made t o d4: lot #: se23df3 (previously submitted as se23eh4). Correction made t o d4: expiration date: 04/30/2028 (previously submitted as 03/18/2028). Correction made t o d4: unique identifier (UDI) #: (B)(4). Correction made t o h4: device manufacture date: 05/04/2023 (previously submitted as ni). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to b3/d10: (B)(6) 2024 (previously submitted as asku). H10: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked from an unspecified location. This was setup for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.